Manufacturer narrative:
Pump unable to prime during prime test due to faulty forces sensor resistor. Pump passed the displacement, rewind, basic occlusion, occlusion and excessive no delivery test. No motor error alarm noted. Motor passedmotor test. The displacement test functioning properly. The testminilink transmitter communicates properly to pump. No unexpected lostsensor or sensor error alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked lcd window, broken belt clip slot and cracked batterytube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 127 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.